Event description:
It was reported that the foot pedal was damaged. No procedure was being performed hence no patient was involved.

Manufacturer narrative:
The device intended to be used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Factors that can contribute to the reported event include damage connection issues. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event however this investigation is now complete with no further action deemed necessary at this stage.